Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequent radiographs revealed acetabular osteolysis and wear of the modular head. A revision procedure has been indicated; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 1997. Subsequently, patient was revised on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.